Event description:
Dealer states the unit shuts down after running for a few minutes

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.